Manufacturer narrative:
No button response due to flattened button dome switch on act button. No button error alarms noted. Unit had cracked battery tube threads,reservoir tube lip, reservoir tube, reservoir tube window, case window display corner, scratched lcd window and case. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 280 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.